Event description:
It was reported that the patient experienced urinary incontinence with his artificial urinary sphincter (aus). A revision surgery was performed to remove and replace the aus system. A patient outcome of fully recovered was reported.